Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a larger-than-usual dinner, the user announced the meal approximately one hour after starting, and blood glucose rose to 319 mg/dl before stabilizing and beginning to decline while using the ilet. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included a review of use conditions and user technique with education on appropriate meal announcement timing. Investigation of this case revealed no device malfunction and indicated use error related to delayed meal announcement leading to postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error.